Event description:
A malfunction alarm with code malf 16 was reported, but there was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump as it was still under warranty. The customer was instructed to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The customer understood how to put the pump into storage mode and agreed to return it to tandem using a prepaid label within 10 days.